Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer stated that she was sweating while at a funeral outdoors, and the device was kept against her skin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.